Event description:
A report was received that the patient had developed infection at the lead site. It was causing sharp pain on his upper back whether the stimulation was on or off. The physician believed the infection was procedure related. The patient was given antibiotics and was doing better.

Manufacturer narrative:
Additional information was received that the patient's infection has resolved.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial / lot #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient had developed infection at the lead site. It was causing sharp pain on his upper back whether the stimulation was on or off. The physician believed the infection was procedure related. The patient was given antibiotics and was doing better.